Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed from mmol/l to mg/dl. The customer injected insulin based on the incorrect readings and lost consciousness twice. Paramedics were called and took the customer to hosp for treatment. The meter is one where the units of measurement was designed to be locked in mmol/l.

Manufacturer narrative:
The customer's meter has been requested for investigation. A follow up report will be submitted if the meter is received. Customers and retailers have been informed through the fa16may2006 letter.